Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, heavily tortuous, de novo, mid left anterior descending artery (lad), the lesion was initially treated using balloon dilatation. A 2.75 x 33 mm xience xpedition stent delivery system (sds) was then advanced, but failed to cross the lesion. Several attempts were made to cross the lesion. Excessive force was not applied, but the proximal shaft separated. The sds was removed from the anatomy without issue and a second 2.75 x 33 mm xience xpedition stent was implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.